Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro power cable stopped working.

Manufacturer narrative:
The purpose of this report is to notify the food and drug administration that this report will be canceled in our system. This cancellation is due to information was received from the maquet rep indicating that the device was a the co2 vessel guardian device and its associated tubing. The complaint was forwarded to the appropriate device manufacturer (lexion). Lexion indicated that they received complaint from the customer.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).